Event description:
It was reported that the right ventricular (rv) bipolar impedance was low, and the unipolar impedance was higher than the bipolar impedance. The polarity switched to unipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.